Manufacturer narrative:
Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. No timeouts or drive stalls occurred that would indicate a failure of the pod to deliver insulin, and no hazard alarms were generated. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. The batteries, catch beam, mechanism rail and pcb were observed to be corroded. The batteries were observed to be depleted as a result of the corrosion, however the corrosion did not have an impact on the pod pulse width or rotational sensor data indicating the batteries were not drained during use. No leaks were found during testing that would cause the corrosion. It could not be determined exactly when and how the corrosion occurred or if it contributed to an insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level peaked at 18.5 mmol/l (333 mg/dl) while the pod was worn on the abdomen between 1 and 4 hours. As treatment, bolus was administered and a new pod was placed.